Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell while running and the touch screen became shattered. Additionally, the pump touch screen became unresponsive and customer could see inside of the pump due to the damage. Customer's blood glucose was 74-102 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.